Event description:
It was reported that the electrocardiogram (ECG) interface for the programmer was not working well. It was noted that changing out the cables did not resolve the issue and also that it seemed "positional," so tilting from side to side or up and down would temporarily achieve a better signal, however most of the time only artifact was obtained. The programmer was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was unable to confirm the customer comment that the electrocardiogram (ECG) interface for the programmer was not working well. However analysis did find that the solder joints on the ECG connectors were cracked and deformed and therefore the link electronic module board was replaced and calibrated as a preventive. Analysis also found that the power cord bay tab had stress marks and therefore the power cord bay was replaced. (B)(4).